Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. Software error detected found in the pump history (linenumber = 111 and filenumber = 540). Problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had software error detected error alarm twice. The customer stated insulin pump had problems and falls out instantly. Customer reported self test passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.